Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise could not be confirmed in the laboratory. All electrical tests performed indicated normal electrical characteristics. The cause of the reported noise was undetermined.

Event description:
It was reported from the field that during psa, the device' stored electrogram could not be obtained due to noise on the defibrillator lead. The lead was not implanted.